Event description:
Country of complaint: (B)(6). Gyn surgeon of (B)(6) used this item to close uterus and the end point of needle from one of them was broken during surgery. After this case, dr sent pt to x-ray to locate the end point of the needle which was broken, but it was not found.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Mfg site eval: eval on-going.